Event description:
Patient was brought to surgery; abdomen prepped & draped. Patient was then placed in trendelenburg position and the xi robot docked. During the procedure, robotic xi 45 stapler did not fire. Team opened a new stapler. Procedure done and completed without any problem. Manufacturer response for robotic x! 45 stapler, xi 45 stapler (per site reporter). Med representative was present at that time and the box was given to him. Device itself is at materials management with surgical coordinator. She is aware that it should be shipped out as soon as it is ready. Circulating nurse has received already the RMA ((B)(4)) and prepaid label; forwarded to surgical coordinator/ materials management.